Manufacturer narrative:
Analysis of the product ID 37761 serial# (B)(6) revealed that the device was scrapped due to unneeded supply of inventory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the recharger (insr) is not taking a charge when plugged into the desktop charger. Caller stated that the insr battery is empty - when they plug it in it shows empty and when they unplug it does nothing. Caller mentioned that it started beeping a couple nights ago in the middle of the night so they got up and unplugged it and plugged it back in and it was showing that the battery was depleted. Caller tried plugging it in and out a couple times and they were able to get it to connect for a second earlier today but now it is once again not charging at all. Caller inspected the connector pin and stated it may be slightly bent. A replacement/ desktop charger was sent out. No symptoms were reported.

Manufacturer narrative:
H3: analysis was not performed due to being inadvertently scrapped prior to analysis being performed h6 coding has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.